Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test in 2008 indicate the device is functioning according to manufacturer's specifications. The patient underwent revision surgery (date not reported) to reposition the electrode array and reportedly is doing well.

Manufacturer narrative:
Implanted device remains.